Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the vitrectomy was not working, and the back of the unit was not working. In a follow up conversation with the customer, it was reported the issue had resolved. No other details were provided.

Manufacturer narrative:
Please refer to 2028159-2020-00722 for follow up information as this report is a duplicate. The manufacturer internal reference number is:(B)(4).